Event description:
An angio-seal device was placed following a cardiac catheterization procedure; hemostasis was successfully achieved and the pt was discharged home. During this procedure the pt was found to have non-critical coronary artery stenosis. Following this cath and after discharge home, the pt developed claudication in her right lower extremity. No pulses could be felt. An aortogram revealed the subtotal occlusion of the right common femoral artery in the area of the angio-seal placement. In addition, there was a long tubular-like stenotic area in the external iliac from the inguinal ligament up to (but not including) the area of the bifurcation with the internal iliac. On 08/25/1997 a right iliofemoral bypass was done with an 8mm gore-tex graft. Good doppler pulses were present in the common, superficial, and the deep dermal sys. The pt tolerated the procedure well, and had palpable dorsalis pedis and posterior tibial pulses post procedure. The pt was discharged home on 08/29/1997.